Event description:
It was reported that the patient's vns showed high impedance during system diagnostics. The patient underwent full revision. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the explanted generator. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Pa is still pending completion on the suspect lead.

Event description:
Lead product analysis (pa) was completed. The reported ¿lead fracture¿ was confirmed. Breaks in the lead coil were found in multiple locations, and scanning electron microscopy (sem) was performed and showed pitting on the coil surface at the break locations. Abraded openings were found in both the inner and outer tubing, and the dried remnants of body fluids were found in the inner and outer tubing, with no other obvious point of entry than the cut ends and the abraded openings. Other than the noted above conditions, the condition of the returned lead portions are consistent with conditions that typically exit following an explant procedure. Note that since a section of lead body and portion of electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. No additional relevant information has been received to date.